Event description:
It was reported to philips that the ventilator restarted while in use on a patient with error code 3003. The device was in use at the time of the event. The device was removed from the patient. No patient harm was noted. The customer spoke with a philips remote service engineer (rse). The customer stated error code 3003 was in the significant log along with error code 1101. The rse advised the customer to run an extended run to try and duplicate the issue and possibly reload the operational software. Following the evaluation of the device, the customer ran an extended run with no issues. The device was returned to service.